Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and the delivery system was discarded, so no engineering investigation could be performed.

Event description:
It was reported the physician implanted an amplatzer aso device in a patent foramen ovale that was balloon sized to 15mm. The physician removed the aso device because of the way it was sitting on the defect. The defect was resized with no change in the size of the defect. A 30mm gore septal occluder was implanted. When removing the retrieval cord from the device the cord broke. The device was left in place and a small piece of the retrieval cord could be seen under transesophageal-echocardiography. The following day the device was imaged with transthoracic-echocardiography and the broken piece of retrieval cord was seen attached to the right eyelet of the device.

Manufacturer narrative:
(B)(4).